Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a functional test was performed and the controller failed due testing due to slightly elevated resistances, which is consistent with the early stages of conductor breakdown. The controller passed all other steps of the functional test without issue. The reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned controller; however, the alarm was not reproduced during testing. The log file contained approximately 3 days of data(17jan2021 ¿ 20jan2021 per the timestamp). A backup battery fault alarm activated on 19jan2021 at 17:27:08. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarm then resolved on 19jan2021 at 17:40:27 when an additional load test was performed and the battery passed. The driveline was disconnected on 20jan2021 at 11:43:48 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller (serial number: (B)(4) was returned with the backup battery (serial number: (B)(4)) installed. The system controller and backup battery operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number hsc-(B)(4) was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 19apr2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault alarms. The controller was exchanged and returned for evaluation. During product investigation it was found that the controller power cables had conductor breakdown.